Manufacturer narrative:
The medical center discarded the impella pump and introducer sheath product at the time of explant. There can be no benchtop analysis of the product. Further clinical details and anatomic imaging have been requested, but not yet furnished. Should new information be shared and root cause determined, a final report will be forthcoming. The manufacturer will monitor and trend the failure mode.

Event description:
The medical center had a 14fr sheath placed for insertion of the impella cp via the right femoral artery. The product placement was occlusive to the right limb and blood flow and so the team placed a reperfusion catheter. The flow restored and the pump remained on for support for 2 more days until wean and explant. The bypass catheter was explanted and flow was restored. No noted lasting harm or injury.